Event description:
(B)(4). I had essure placed in (B)(6) 2012, since then I have had extreme moodswings and anxiety. Also, I no longer have my period and suffer from night sweats and from horrible migraines. I have lost a tremendous amount of weight. I also have bleeding after intercourse along with having blood clots between the size of dimes and nickels after intercourse. I have severe stabbing pains in my lower abdomen.